Event description:
It was reported that during a low anterior colon resection procedure the stapler fired and the staples had one leg curled and one leg straight over approximately ¼ of the inferior portion of the anastomosis. All other staple lines had a nice cuff with normally formed staples. There was no sign of a leak, but blood came through the staple line anteriorly. Vicryl sutures were used in a running fashion to complete the anastomosis anteriorly. This required the patient to be placed in the prone position. The surgeon over-sewed the area through the rectum. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.